Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. (B)(6) email notification received as, "the sales representative learned that the clinic has a legal dispute with a patient who had to undergo an accolade + (B)(6) review for metallosis. No other info, so far. Update 07/22/2024: surgery date: (B)(6) 2009, revision date: (B)(6) 2022 due to severe metallosis. Ref/lots added in the product grid". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).